Event description:
On thursday, (B)(6) 2022, an MRI safety event occurred at the (B)(6) medical center ¿ (B)(6)campus. At approximately 3:40pm, a veteran arrived for an MRI scan of his cervical spine. The patient received appropriate pre procedural screening but was not asked to change into hospital scrubs. The MRI coordinator provided hand-off to the scanning technologist, who escorted the patient into zone-4 (scan room). The veteran had a large ferrous coin in a pocket of his cargo shorts; once the patient approached the scanner, the coin became a projectile object, striking and severely damaging the MRI head-coil. No harm was caused to the patient or technologist. FDA safety report ID# (B)(4).